Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02723. The pt received an scs system for back pain. It was reported the pt has experienced an intermittent jolting pain that shoots from her hip to her toes. She stated due to the pain she started having difficulty walking about 3 months ago. She reported her legs have gotten weaker and she has been unable to walk for the last month. She was admitted to a rehabilitation facility to address her inability to walk. The pt also complained her scs sys had not relieved her back pain and she would like to discuss removing it with her physician. F/u identified the pt had a steroid injection about 10 days before she experienced difficulty walking. The pt was advised to discuss the issue with her physician.